Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator was showing no dc indicator light and only an amber dc status light after charging overnight. It was also stated that when the unit was unplugged, it immediately shuts down. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire medical was able to confirm the issue - the unit was showing no dc indicator light and only an amber dc status light after charging overnight. It was also stated that when the unit was unplugged, it immediately shuts down. Vyaire field service representative (fsr) evaluated the device on-site, and ran initial performance test and failed. The unit did not function on battery power. The power supply was then replaced to resolve the issue. Operational verification procedure (ovp) was performed and the unit passed. The unit now meets factory specifications.